Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a cholecystectomy, choledocholithotomy and rouxen-y choledochojejunostomy reconstruction five years previously on unknown date and the suture was used probably for overhanging the bile duct wall left in the lumen. Two years following the procedure, the patient experienced recurrent episodes of cholangitis due to recurrent bile duct stone formation and subsequently underwent another choledocholithotomy and bilioenteric anastomotic reconstruction. The following three years were uneventful. It was also reported that the patient was admitted complaining of one-month history of intermittent episodes of right upper quadrant abdominal pain and bloody diarrhea. During the current admission, his laboratory data showed normal liver function with no sign of infection. Colonoscopy and pathological examination showed colon adenocarcinoma. Abdominal ultrasonography identified stones in the bile duct with intrahepatic bile duct dilatation. Computed tomography showed the intrahepatic bile duct was dilated. Due to these findings, the patient underwent a radical laparocolectomy and choledocholithotomy. When bilioenteric anastomosis was opened, several bile duct stones that had formed around the suture in the enteric end were found. Following the extraction of the stones, the incision at the bilioenteric anastomosis was closed with interrupted other suture transversely. The postoperative course was uneventful without any complications, and choledocholithiasis did not recur after surgery for 18 months¿ follow-up. No further information is available.